Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there is leak in the catheter, causing problems of suction.